Event description:
It was reported that the customer experienced a high blood glucose of 450 mg/dl. It was stated that the insulin pump did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.